Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned.- based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported "patient vessel thrombosis, patient neurological deficit, patient death, stent dislodged/migrated, patient stroke" as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that post procedure with the flow diverter stent, the patient was referred to the ICU, evolving in approximately 1 hour with reduced level of consciousness and right hemiplegia. A new cerebral arteriography, showed stent thrombosis and signs of migration to the region of the proximal curve. Soon after, control images were taken that showed thrombosis inside the stent and in the middle cerebral artery, and mechanical thrombectomy was performed with a trefoil stent. The patient died 5 days after the procedure. According to the physician, the patient suffered schematic stroke due to subject stent displacement and acute occlusion. Cerebral ischemia was reported as the primary cause of death by the physician.